Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and bradycardia. No capture was noted on the implantable pulse generator (ipg). The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.